Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display screen was scratched up from falling onto the sidewalk. The reporter stated that the pump screen was difficult to read due to the amount of scratches on the pump screen. This report is made based on the allegation of the display screen issue which was unable to be resolved with troubleshooting. There is no indication of an adverse event related to the issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display lens is heavily scratched and difficult to read.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.